Event description:
On (B)(6) 2003, the patient was treated with gore excluder bifurcated endoprostheses. At a later date, another device was inserted for unknown reason.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional device: (B)(4).